Event description:
The catheter was being discontinued from a neonate. When the nurse removed the hub, she found the catheter broke and remained in the patient. The nurse was able to retrieve the catheter with no harm to the patient.

Manufacturer narrative:
We received the sample on 13 december 2007, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.